Event description:
A pt experienced upper tarsal telangiectasia below lid margin with occasional blood vessel hemorrhage while wearing a focus night & day lens on their left eye on an extended wear schedule. Pt advised to wear lens on a daily wear basis and to return for follow up in one month. Pt did not return for follow up. Documentation indicates pt is wearing lens on daily wear basis with no further problems. No add'l info is available at this time.